Event description:
I had essure placed for permanent birth control and had the follow up hsg to confirm closure of my fallopian tubes. Almost immediately, I began to have new symptoms including several migraines per month, serious weight gain and bloating, joint pain, terrible, searing back pain, and heavy menstrual bleeding including clots and lasting an average of ten days per month. I discussed this with my gyn who encouraged me to have an endometrial ablation the following year. I had the ablation, but I continued to have long menstrual cycles of ten or more days per month. Other symptoms include brain fog, anxiety, and anger issues which I never experienced prior to having the essure placed. I had a cholecystectomy and I am now under the care of a neurologist due to the severe headaches I have suffered since implantation. I am now looking into having a hysterectomy to remove the coils from my body.